Manufacturer narrative:
Refers to the catheter.

Event description:
It was reported that the pt underwent surgery to remove a possible granuloma. No pt symptoms were reported. The next day the pt died. The cause of death was unk. An autopsy was being performed. It was unk if the pt's death was related to the device therapy. The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.